Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were explanted due to vegetation. The patient is receiving antibiotic therapy and is awaiting the results of blood cultures. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.